Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025 at 10:19:43 and 14:27:54, and (B)(6) 205 at 03:03:56 and 12:41:32, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms on (B)(6) 2025 at 10:19:48 transitioned into a no external power alarm; however, the other losses of power did not last long enough for no external power alarms to activate. The alarms quickly resolved after ac power was restored each time. The emergency backup battery was able to provide support to the system during each event. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that an event log file review had captured a low power hazard and no external power event had occurred on 08feb2025, which was caused by the mobile power unit (mpu) being interrupted. A no external power event had also been captured on 15feb2025, which was caused by the mpu being interrupted.

Manufacturer narrative:
D4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.